Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had it had no button response due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not performed. The device was returned for analysis.